Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The field service engineer (fse) had the customer keep sterile adapters from the previous case for testing. The fse tested sterile adapters using fse instruments. There were no issues with connectivity or intuitive motion on any arm or instrument. The fse demonstrated to the customer potential causes that would result in the poor connection of the instrument to the sterile adapter and troubleshooting process to identify and remove potential bad instruments from their inventory. The site advised they have an in service scheduled with their sterile processing department team to ensure the proper process is being followed, which could be contributing to the issues they have been experiencing. The customer showed fse instruments after reprocessing with the jaws left open. The system has no errors on any arms, no damaged or improper alignment on universal surgical manipulator (usm) carriages, and the fse confirmed normal intuitive motion during the site visit.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the arm 2 was having issues with instrument movement, and it has happened on arm 4 as well. The customer had to reseat the instrument and sterile adapter to get the instruments to move correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside the surgeon console's high resolution stereo viewer at the time of the reported issue. The issue occurred when the surgeon was attempting to manipulate the instrument from the surgeon side console. The instrument was not static when the failure occurred. It is unknown if the movements of the surgeon scale were appropriate to the instrument. The instrument did not move in the intended direction. It moved in an erratic/opposite direction. There was no shakiness or friction experienced. The issue was intermittent; however, it was persistent enough that the customer replaced the instrument. There was no patient injury. The instrument was not inspected prior to use, other than checking the integrity of the packaging.